Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that oversensing was seen on the implantable pulse generator (ipg) and that noise was noted on the right atrial (ra) and right ventricular (rv) leads. The ipg was explanted and replaced. The ra lead and rv lead were capped and replaced. No patient complications have been reported as a result of this event.